Event description:
It was reported by service report that the head of the bed sinks down by itself. Customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: fowler brake/clutch.